Manufacturer narrative:
Device was received for evaluation. Evaluation of the device determined that the ¿a-rubber¿ was found to be detached from the glue and was overstretched. The ¿a-rubber" glue was found loose with exposed thread. The objective lens glue was found peeling all around the unit. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was due to physical damage. The likely root cause due to mishandling and or maintenance.

Event description:
It was reported that during an unspecified procedure the device ¿a rubber¿ unit separated. There was no patient impact or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR),. Please see updated sections: ,g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during an unspecified procedure the device ¿a rubber¿ unit separated. There was no patient impact or injury reported due to the event. A root cause of the event cannot be conclusively determined . The device return evaluation noted, a-rubber stretched, a-rubber glue loosen and exposed thread were confirmed, glue may have peeled off by outer stress or deteriorated by chemical attack from chemical fluid. No further assumption available for no additional information from the user were obtained. Follow ups were made however, no response received from the user. It was confirmed the subject scope was shipped in accordance with specifications via DHR. Olympus will continue to monitor complaints for this device.